Event description:
It was reported that 150cc mentor memorygel breast implants being used for a breast augmentation procedure ruptured intraoperatively. There were no patient consequences or additional information reported. This report is for one of the two effected implants.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the image provided, the product was found inside a bag and some bubbles were observed in the gel. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: intraoperative rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2024, the mentor failure analysis lab received the device for evaluation. On january 24, 2024, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 150cc breast implant was found to have (3) three tears on the anterior view, measuring approximately 0.3 cm tear (a), 0.1 cm tear (b), and 0.2 cm tear (c). Leak testing was performed, in accordance with mentor procedures, and no additional leak sites or gel exposures were detected during the analysis. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for one of the two effected implants. Manufacturer¿s reference number: (B)(4).